Event description:
This complaint is for the second sheath in which air appeared again. It was reported that during a pulmonary vein isolation a farawave was selected for use. During the preparation for the procedure, the faradrive was checked and flushed, as well as the farawave catheter. No problems were noticed during preparation. After the catheter was introduced into the faradrive, bubbles appeared during aspiration. The faradrive was replaced with a new one, but air appeared again. In the transparent part of the faradrive, it was visible that the air was coming from the tip of the catheter. The catheter was checked again, and a slight leakage of saline was noticed on the flushing line. To see where the leak was, the tube was gently bent, and at that moment the tube completely detached. During the introduction of the catheter into the faradrive, the wire was inside the catheter and aligned with its tip. The flushing method for the faradrive was a pressurized bag, while the flushing method for the catheter was with a pump. No bubbles were observed in the patient. The catheter was replaced with a new one, and the procedure was completed without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of visible air in the device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
This complaint is for the second sheath in which air appeared again. It was reported that during a pulmonary vein isolation a farawave was selected for use. During the preparation for the procedure, the faradrive was checked and flushed, as well as the farawave catheter. No problems were noticed during preparation. After the catheter was introduced into the faradrive, bubbles appeared during aspiration. The faradrive was replaced with a new one, but air appeared again. In the transparent part of the faradrive, it was visible that the air was coming from the tip of the catheter. The catheter was checked again, and a slight leakage of saline was noticed on the flushing line. To see where the leak was, the tube was gently bent, and at that moment the tube completely detached. During the introduction of the catheter into the faradrive, the wire was inside the catheter and aligned with its tip. The flushing method for the faradrive was a pressurized bag, while the flushing method for the catheter was with a pump. No bubbles were observed in the patient. The catheter was replaced with a new one, and the procedure was completed without patient complications.